Event description:
It was reported that 3 weeks after undergoing a da vinci-assisted low anterior resection (lar) / low hartmann's procedure, a patient experienced a rectal stump leak, requiring an additional unspecified procedure for pelvic collection. During the initial case, a sureform 45 stapler instrument, loaded with a green sureform 45 stapler reload, was used to divide the rectum. Indocyanine green (icg) and flexible sigmoidoscopy were used during the procedure. There were no intra-operative problems related to the anastomosis. Intuitive surgical, inc. (Isi) contacted the customer for additional information; however, at the time of this report, no further details have been received.

Manufacturer narrative:
Based on the available information, the cause for the post-operative leak cannot be determined. Intuitive surgical, inc. (Isi) has not received the green sureform 45 reload(s) for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the device logs for the sureform 45 stapler instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show that the instrument was installed on the system 4 times, and it fired 4 green reloads. On the first install, the first clamp was incomplete, stopping at ~69% completion, after a clamp hold time of 13 seconds. The next clamp was successful, and the firing was completed, with 1 pause for compression. On install 2, the firing was completed with 0-1 pauses for compression. On install 3, the first 2 clamp attempts were incomplete, stopping at ~57% and ~67% completion, respectively; the clamp hold times were 14 and 22 seconds. The next clamp was successful, and the firing was completed, with 4 pauses for compression. On install 4, the firing was completed, with no pauses for compression. There were no incomplete unclamps or firing failures by this instrument. There were no errors in the system logs related to this stapler. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
Refer to fields h7 and h9 for corrected data.

Event description:
Refer to h10/h11 for follow-up information.